Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a steady increase in lead impedance was observed with the patient's right ventricular (rv) lead. In addition, high impedance readings were exhibited. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.